Event description:
During priming for use in a cardiopulmonary bypass procedure, the centrifugal pump flow sensor displayed the error message, "rpm liter per minute, slow probe zero change". The device was replaced and the procedure was concluded without incident. There were no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.